Manufacturer narrative:
Concomitant medical product: 383069 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) did not detect and treat the patient's ventricular fibrillation (vf). The device was reportedly reprogrammed and the patient received external defibrillation as well as manual emergency defibrillation from the device; however, the patient died. The device is to be explanted. No further information was reported.